Event description:
The advocate stated the customer received a blood glucose reading of 150 mg/dl from his contour meter and a reading of 311 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate declined to troubleshoot or provide any additional info. No product will be returned.